Event description:
An asymptomatic patient presented to the clinic for follow up with high capture threshold, sensing and lead impedances. As such, the lead was repositioned.

Manufacturer narrative:
No medwatch form was received.